Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was the bedside board was completely burnt throughout. The root cause for the burnt board could not be positively identified. No adverse event resulted from the damaged charger.